Event description:
Patient was revised to address groin pain; MRI showed fluid mass in hip capsule. Alval is suspected. **update** (B)(4) 2012 - clinical report states the patient was revised for metallosis. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. **update** (B)(4) 2013 - litigation papers received. It is alleged that the patient suffers from discomfort and soreness. There is no new additional information that would affect the investigation. **update** (B)(4) 2013- upon medical records review by a medical professional, corrosion on the trunnion was noted. An unknown stem has been added. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy stem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and elevated metal ions.